Event description:
It was reported that the bd alaris pump module smartsite infusion set had connection issues. The following information was provided by the initial reporter: IV mini bags when applied and run as a primary line as in a hydromorphone or morphine drip the mini bags seem to cement to the new alaris IV tubing and cannot be removed in order to hang a new bag of medication, we have to hang a whole new line causing us to have to waste more medication. We are wasting 20ml or more of morphine or hydromorphone with each change. No adverse events as a result of this.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.